Event description:
It was reported prior to using bd bbl¿ tb stain kit k that one of the components expired prior to the kit expiration date. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to kit tb stain kit k, catalog number 212522, batch number unknown, complaint # (B)(4) for unsatisfactory packaging. Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The batch history record review could not be completed as the batch number is not known. Complaint trends could not be completed as the batch number is not known. The customer reported the kit expiration date is 30-apr-2025 but a component within the kit expires 30-sep-2024. This complaint is not confirmed as the batch number is not available. Bd will continue to trend on labeling complaints and assess product intended uses against regulatory requirements. If you have further questions, please contact bd technical services.

Event description:
It was reported prior to using bd bbl¿ tb stain kit k that one of the components expired prior to the kit expiration date. There was no health impact or consequence reported.

Manufacturer narrative:
D.4. Medical device lot # 4194205 was reported; however, this is not a valid lot number manufactured for the reported catalog number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.